Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pacing lead had a perforation. No additional information was provided. The lead remains in use. No patient complications have been reported as a result of this event.